Manufacturer narrative:
Suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. (B)(4). Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. However, all the components were not included in the return (only one (1) catheter was returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged in the handle with deactivation of the carbon dioxide cartridge. There is dried powder inside the valve where the catheter attaches. The seam of the plastic exterior near the distal opening of the device appeared to be wide. When tested as returned, the device did not spray. The red activation handle was rotated to fully re-engage it in the handle and retested. Again, the device did not spray powder. The red activation handle was removed and the carbon dioxide cartridge was noted to be empty. The cap on the carbon dioxide cartridge shows a full puncture. The lance position was measured using a tool, and found to be positioned correctly. A visual examination of the o ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. When retested with a new carbon dioxide cartridge, the device did not spray powder. The device was disassembled and an internal clog was observed. The tubes between the regulator and powder chamber had powder inside. The tubes were disconnected and the powder was removed; clumps and discoloration in the powder was observed. The distal opening of the device also appeared to be clogged with dried powder. A reddish brown stain was observed on the outside of the valve. A visual inspection of the hole in the bottom of the powder chamber confirmed it to be open and clear. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Catheter occlusion can be a cause of this device not being able to spray powder. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user the instructions for use state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The instructions for use precaution the use and state, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel." Further, it states, "note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hempspray endoscopic hemostat. After the carbon dioxide cartridge activation, it was found that the carbon dioxide cartridge was empty. Another hemospray was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.